Event description:
Reportable based on device analysis completed on 07jan2022. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and no patient complications were reported. However, returned device analysis revealed a stent damage.

Manufacturer narrative:
Synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid-section and proximal end were lifted and damaged. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.